Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After successful deployment of the xpedition stent in the lad, the balance middleweight (bmw) universal guide wire being used as a support wire was observed to be jailed by the stent implant. Force was used during retraction of the guide wire, which resulted in the guide wire separating leaving two pieces in the anatomy, which was confirmed with a computed tomography (CT) scan. A re-intervention was performed and one guide wire piece was able snared; however, after removal it was observed that the stent implant had also been explanted. A CT of the lad confirmed that there was no stent implant in the lesion. The lesion was treated with a new stent. The distal part of the guide wire remains in the patient's distal aorta. According to the physician this part is approximately three centimeters in length and will not be removed as there are no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted stent was returned for evaluation. The explantation of the stent implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned stent implant, there is no indication of a product deficiency. The lot history record (lhr) review and similar incident query for this product was not performed because the part and lot numbers were not reported and the stent delivery system was not returned. Only the stent implant was returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw universal guide wire referenced is being filed under a separate medwatch report.